Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented after experiencing two syncopal episodes. Upon investigation, it was noted the right ventricular (rv) lead exhibited loss of capture as a result of lead migration. Therefore, the rv lead was successfully repositioned. No additional adverse patient effects were reported.